Event description:
I had a "robot hysterectomy" in 2011. The surgeon, at the time, initially planned to leave my cervix intact, but later informed me that it had not been possible to do so, and was vague as to why. The surgeon, who had previously had only wonderful things to say about the robot, was very vague and abrupt in his explantations for this change indicating that it was some sort of problem with the robot. I didn't give it much more thought, I hadn't been emotionally attached to my cervix, and the doctor told me I shouldn't experience any extra side effects from its removal. In (B)(6) of 2014, I had a vaginal cuff tear (dehiscence) suddenly alert me to its existence when several internal parts slid out of my vagina. I was rushed to the emergency room for surgery - this was the first I'd ever heard of such a thing. The (new) surgeon who repaired this tear told me that there was some infected tissue that appeared to have been herniating the area for an undetermined amount of tie, and that the majority of the bowel, adipose, and other tissue that escaped most likely did so all at once when the tear enlarged. Again, I'd never even heard of such a thing, and was terrified. On my second post-surgical follow-up, instead of the expected "all clear" my surgeon found two new bits of "tissue" trying to penetrate. I'm scheduled to undergo a second surgical repair tomorrow ((B)(6) 2015) for this additional "tissue" (unknown what tissue exactly, CT scan results pending). I'll be willing to provide you any paperwork and doctor/hospital information you may require to investigate further - if you think it may help.